Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, internal components found to be worn, so various components were replaced. Additional preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. It is unknown if there was patient or user injury, or any adverse consequences associated with this event.